Manufacturer narrative:
(B)(4). Date of initial report: 02/10/2016. One used ls1500 was received for evaluation. Visual inspection found no defects. The reported condition was confirmed. Investigation found that the trigger was jamming intermittently and could not advance the blade when grasping thicker tissue. Inspection found that the blade was hitting the back of the seal plate. The investigation identified the root cause of the reported event to be undetermined. No trend has been identified for this failure mode. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Manufacturing non-conformances were reviewed were reviewed and no entries pertinent to the reported condition were found.

Event description:
The site reported that during a laparoscopic partial nephrectomy procedure, the ligasure device became very stiff and stuck on tissue. The device jaws would not open when the handle was released. Another device was used to complete the procedure. The procedure was converted to an open procedure at the discretion of the surgeon. Conversion was not related to the ligasure device. No blood loss, or adverse effects to patient. No other information is able to be gathered.